Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/28/2020. H.6. Investigation: two photos and one sample was received by our quality team for evaluation. During visual inspection, a black speck was observed on the syringe barrel. Therefore, the investigation was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black embedded foreign matter was sent for microscope fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. Based on the results, the type of foreign matter could not be identified, however there were some similarities with the syringe material, polypropylene. The probable root cause of the embedded foreign matter could be a result of degraded polypropylene in the injection screw of the molding machine. An enhanced cleaning of the injection screw of the syringe molding press was performed and a two month preventative maintenance cleaning was created for the syringe molding press.

Event description:
It was reported that syringe 3ml ll had foreign matter at the end of the luer. This was discovered before use. The following information was provided by the initial reporter: black speck. Embedded by shoulder at luer end.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3 ml ll had foreign matter at the end of the luer. This was discovered before use. The following information was provided by the initial reporter: black speck. Embedded by shoulder at luer end.